Event description:
Report rec'd from USA stating that the device was running hot. The device was not being used during surgery. No injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent. (B)(4).